Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during machine set up for cadaver workshop, the real intelligence cori was not getting booted. There was a continuous beep sound from the machine. They restarted the machine a couple of times, still the issue was not resolved. As this happened in a bioskills laboratory, there was not patient involvement.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.